Event description:
Customer reported via phone call to have suddenly received an error alarm, test failure alarm, and an unexpected restart alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to force sensor damage by moisture. The motor, vibrator motor and transducer received with moisture damage. The insulin pump passed error test and displacement test. The insulin pump alarmed during self-test due to faulty connector on remote frequency board. The insulin pump was unable to verify alarms due to an alarm. The insulin pump was received with cracked case at display window corners, minor scratched lcd window and stained end cap sticker.